Event description:
It was reported that the ball end of the driver broke off while adjusting the screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visually confirmed approximately 3 mm of instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with material just below the fracture surface is plastically deformed. The above findings are consistent with torsional overload.